Event description:
Registered incorrect sn (B)(6) and correct ra lead sn (B)(6) sent em request to update record for a new card to be sent (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).